Event description:
A report was received that the patient was experiencing dizziness, heart palpitations, and tingling sensations even when stimulation was turned off. It was unknown if the symptoms were device related. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing dizziness, heart palpitations, and tingling sensations even when stimulation was turned off. It was unknown if the symptoms were device related. The patient will undergo an explant procedure.

Manufacturer narrative:
No further information about the explant procedure is available.